Event description:
It was reported, the pt was unhappy with her visual results. Intraocular lens was removed and replaced with a higher diopter iol.

Manufacturer narrative:
Lens was received cut in 2 pieces across the optic making analysis impossible. The lens was replaced with a higher diopter iol. A review of the device history records indicate, product met all criteria prior to release. No add'l product from the same batch has been reported. The manufacturer has no reason to suspect the device was the cause of this incident.